Manufacturer narrative:
(B)(4). A credit note for a mainswitch ICU kit was issued. However, no repair information was provided. (B)(4).

Event description:
On (B)(6) 2013, the customer requested maintenance on rotaflow console with serial number (B)(4). While performing the current leak test, the maquet field service technician (fst) identified that that the circuit breaker of 1a was attached to the console since the circuit breaker of the rotaflow console (rfc) reacted (on & off). The fst, identified that the circuit breaker should be a 2a for 100v environment. (B)(4).